Event description:
The nurse had inserted a number 20 gauge catheter into the patient's arm. The needle was retracted and the catheter was found leaking around the hub. While flushing to check for patency, it was noted that saline was coming out from around the hub of the catheter. Upon inspection of the hub, it was found to be broken. No injury to the patient.